Event description:
At the end of a routine circumcision procedure, the physician experienced difficulty removing the nut from the clamp. The physician required extreme force to get the clamp apart to remove the clamp. No injury, no excessive bleeding to baby. Six days later - risk nanagement coordinator spoke with sales rep. Actual device given to hosp buyer for sales rep to pick up device.